Event description:
Additional information received from the initial reporter confirmed the device was used for 15 min. Before the defect occurred. An error code appeared on device when it stopped working.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation, as well as corrections to b5. The device evaluation and the information included in b5 was inadvertently omitted from the initial medwatch report. Correction to d4. Updated d9, h3, and h6 to account for device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A visual inspection on the received condition was performed on the device. The probe was broken at 16,1 mm from the distal end of the probe. There were scratches around the broken area. The surface of the broken area was inspected. The probe was broken from the scratched area. The distal end of the item was inspected under a microscope and detected scratches or contact marks at the non-insulated area of the grasping section. The broken piece of the probe tip was not returned. The tissue pad was worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error and the probe broken possibly occurred by the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed causing the error. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide updates to the reporter's title and occupation (i.e. E2 and e3).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, during a laparoscopic myomectomy, the thunderbeat stopped working while inside the patient. The surgeon proceeded to remove the device from the patient, the tip was touched while inspecting, and it came loose and fell off. The procedure was completed by using a replacement device. There was no report of patient harm associated with this event.